Event description:
Report received USA, stating that the device was operating intermittently; it keeps shutting off. It is known that the event did not occur during surgery; it is known that there was np pt or user injury. It is unk if there was medical intervention or delay during the reported problem. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).